Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 300-400mg/dl. A correction bolus was delivered to address the bg level. The contact stated that the elevated bg level was due to not correcting for the carbohydrates that the customer consumed. Recommendation was made to consult with a health care provider to discuss diabetes management.